Event description:
The port was implanted 7/95 in the right subclavian vein. On 8/1/96, an x-ray was taken which showed the catheter to be in the pt's heart. The catheter fragment was snared out in radiology.